Event description:
The hospital reported that during endoscopic vein harvesting procedure, the last 1/4 inch of the vh-1114, conical tip, broke off when conical tip was being screwed on the end of scope of the vh-2000. Broken conical tip did not land in the pt. A replacement kit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.